Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" see scanned table. About 24 hours between inratio and lab tests. Therapeutic range: 2-3. Patient self tester using one fingerstick for multiple tests; milking finger after fingerstick; touched finger to sample well. On (B)(6) 2014: due to inratio results on (B)(4) 2014, physician requested pst to go to e.d., not admitted, no intervention provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer has lupus. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.